Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - in regulatory report number MDR-2023-11452-02 the date received by manufacturer should be oct 5, 2023 instead of oct 5, 2022.

Event description:
Related manufacturer reference number: 3006705815-2023-06888. Additional information was received stating that surgical intervention took place where the leads was explanted and replaced to address the issue. The second lead was replaced due to migration. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a flare of pain in their original pain pattern, and there was weakness associated with that. As a result, the lead showed high impedances. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the lead attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: name: lead; model: 3186ans; UDI: (B)(4); serial: (B)(4); batch: a000118781.